Event description:
Swelling an injection site, strep throat; information was received from a physician in 03/2006 regarding a patient with no known allergies and no known history of autoimine disease. The patient received injection of hylaform plus in 2006 to the glabella. On 03/10/2006 the patient was diagnosed with strep throat and began treatment with augmentin 875 mg bid. The patient began to notice swelling at the injection site. Two days later was examined by the treatient physician, who reported that the patient developed a soft swelling that has increased to the size of a silver dollar, the area is not painful hot or red. The physcian does not think this is a vascular event. The physician treated the patient with low packs and oral benadryl. The next day the patient returned to the treateing physician's office, fluid was aspirated from the swollen area and sent for culture and sensitivity. No further information was provided. At the tie of this report the patient's outcome was unknown.